Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 10:14 pm due to a blood glucose level of 596 mg/dl. Blood glucose level at the time of the call was 600 mg/dl. During the call the customer experienced symptoms such as blurry vision, no symptoms were reported at the hospital. The customer was given insulin through intravenous therapy at the hospital and treated the high blood glucose during the call with a bolus delivery. Troubleshooting was provided for the high blood glucose. The customer reported not letting insulin exit before connecting it to their body, possibly causing the insulin to not enter the body properly. The insulin pump will not return for analysis.